Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from the proximal markerband and extended 4cm distally along the balloon. A microscopic examination of the balloon material and of the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified and mildly tortuous unspecified vein. A 5.0 x 40 x 75cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured longitudinally. It was also noted that there was no kink prior to use or resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified and mildly tortuous unspecified vein. A 5.0 x 40 x 75cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured longitudinally. It was also noted that there was no kink prior to use or resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.